Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. The customer's blood glucose level was 308 mg/dl and was lowered with an injection of insulin. During troubleshooting with tandem tech support, as the cartridge and infusion set had been in use for 3 days, it was recommended that they be changed.